Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) was hospitalized due to sepsis and her pd catheter (not a fresenius product) was removed. No additional information provided during intake. The date of event is unknown. Follow-up with a pd registered nurse (same clinic) revealed the patient transitioned to home hemodialysis (hd) at a local nursing home(date not provided and recently passed away. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event of sepsis, which required hospitalization. While hospitalized, the patient¿s pd catheter (not a fresenius product) was removed, and the patient transitioned to hd for rrt. The definitive cause of the patient¿s adverse events is unknown; therefore, causality cannot firmly be established. The risk for sepsis is significantly increased in patient¿s with esrd, which is partially due to the patient¿s compromised immune system and other associated comorbid conditions. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. At this time there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. Additionally, if the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused or contributed to the serious adverse events. However, given the severity of the patient¿s infection, pd catheter removal, transition to hd therapy and lack of clinical follow-up information, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient with end stage renal disease (esrd) was hospitalized due to sepsis and her pd catheter (not a fresenius product) was removed. No additional information provided during intake. The date of event is unknown. Follow-up with a pd registered nurse (same clinic) revealed the patient transitioned to home hemodialysis (hd) at a local nursing home(date not provided and recently passed away. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.